Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one round of an inappropriate shock due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. No adverse patient effects were reported.